Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm was noted. The motor passed motor test. The pump was received with cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 596 mg/dl. The customer stated that she gave a bolus at 17.67 units and the pump alarmed motor error. The customer rewound and was not able to get out of the screen. The customer stated that the pump was not exposed to a strong magnetic field or MRI. The customer stated that they were able to rewind. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.